Manufacturer narrative:
Device was used for treatment, not diagnosis. Jain, a., thompson, j., brooks, j., ain, m. And sponseller, p. Implant-related fractures in children with proximal femoral osteotomy: blade plate versus screw-side plate constructs. J pediatr orthop, volume 36: this report is for unknown ¿ 90- or 100-degree fixed angle bpls/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the subsequent review of the following literature article jain, a., thompson, j., brooks, j., ain, m. And sponseller, p. (2016) implant-related fractures in children with proximal femoral osteotomy: blade plate versus screw-side plate constructs. J pediatr orthop, volume 36: e1-e5. The aim of this study was to compare blade plate (bpl) and screw-side plate (ssp) constructs with regard to the rate, location, and timing of implant-related fracture (irfs) in children undergoing proximal femoral osteotomies (pfos). This retrospective study was performed from 1995 through 2010 with 734 children (ages 2-18 years) who underwent pfo surgery with synthes bpl (480 patients) or smith & nephew ssp (254 patients). Of the 840 patients in who received synthes bpl, the average age was 8.6± 4.1 years with the female sex making up 44.2%. Of the remaining patients who received ssp, the average age was 9.6± 4.2 years with the female sex making up 40.9%. Mean lengths of follow-up were 2.77±3.24 and 3.16±3.54 years for the bpl and ssp groups, respectively. A copy of the literature article is attached to this medwatch. This is report 2 of 3 for (B)(4). This report is for an unknown ¿ 90- or 100-degree fixed angle bpls and refers to one patient (male, (B)(6) years) sustained a proximal implant-related fracture 10 years after blade plate insertion.